Manufacturer narrative:
Correction to blocks b5 and h6 - the events of scarring and bleeding were added, as these were not coded in the previous report but were provided in the medical records. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. Dr. (B)(6) performed the concomitant anterior/posterior repair; dr. (B)(6) implanted the obtryx sling. (B)(6) medical center. Block h6: patient codes e1715, e0506, e2330, and e232402 capture the reportable events of scarring, bleeding, pelvic pain and persistent urinary incontinence respectively. Impact code f19 capture the reportable event of revision surgeries. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele, rectocele, perlvic floor relaxation and stress urinary incontinence.on (B)(6) 2016, she was implanted with an obtryx halo sling device during an anterior/posterior repair + obtryx sling procedure. On (B)(6) 2017, patient underwent transvaginal excision of mesh procedure due to pelvic pain over vaginal mesh and persistence of urinary incontinence. Reportedly, leakage was worse than it was before implant and patient was "exquisitely tender" over one of her sling arms. During the procedure, a mid-urethral incision was made and was extended more proximally about another centimeter. In this area, some scarring and the sling material were identified. Moreover, the sling arms were removed. Incision and dissection of the mesh was performed at the midline, then approximately 2.5cm was removed from the left side and 2.1cm from the right side. Reportedly, there was significant amount of bleeding just underneath the surface of the bone. Attempts were made at getting control of this bleeding with electrocautery. Ultimately, several 3-0 vicryl sutures were placed in a figure-of-eight fashion to get control of the bleeding.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the revision surgery. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele, rectocele, perlvic floor relaxation and stress urinary incontinence. On (B)(6) 2016, she was implanted with an obtryx halo sling device during an anterior/posterior repair and obtryx sling procedure. On (B)(6) 2017, patient underwent transvaginal excision of mesh procedure due to pelvic pain over vaginal mesh and persistence of urinary incontinence. Reportedly, leakage was worse than it was before implant and patient was "exquisitely tender" over one of her sling arms. During the procedure, sling arms were removed. Incision and dissection of the mesh was performed at the midline, then approximately 2.5cm was removed from the left side and 2.1cm from the right side. The patient was "in stable condition after tolerating the procedure well."